Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that during set up and during a cataract extraction with intraocular lens implant procedure, micro bubbles were present in the superior connector of the handpiece, and there was an increase in temperature. The case was completed without harm to the patient. Additional information was requested and received.

Manufacturer narrative:
The clinical analyst reviewed this file and stated the following: ¿the customer reported steam and micro bubbles in the superior connector of the phaco handpiece. The customer also noted an unusual increase of temperature. Additional information from the customer noted the date of the event was (B)(6) 2016. The event occurred before and during cataract surgery. The surgeon completed the surgery. There was no patient harm. The operator¿s manual includes instructions for proper set up for the phaco handpiece: hold handpiece with tip pointed down into test chamber and activate fill on the setup screen. While observing stream of fluid from irrigation and aspiration ports, fill test chamber completely and slide it over end of handpiece. Ensure no air bubbles are present in test chamber. Press handpiece into instrument tray pouch with tip pointed up, and secure irrigation/ aspiration lines to clips on top of tray. Ensure tubing is not kinked. The operator¿s manual also includes the warning: if stream of fluid is weak or absent, good fluidics response will be jeopardized. Good clinical practice dictates the testing for adequate irrigation and aspiration flow prior to entering the eye.¿ the directions for use (dfu) states that the handpiece connector is to be ensured that it is dry before connecting it to the console. Prior to cleaning the handpiece, the protective cap must be plugged onto the connector to provide a protective barrier and prevent connector damage. Post-cleaning, the handpiece is to be placed in an auto-clavable tray to prevent damage to the connector and handpiece during storage and autoclaving, or wrapped to prevent damage in preparation for autoclaving. No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).